Event description:
It was reported there was an observation for a failed wireless transmission of the lead integrity alert. The patient was in the hospital for one month and had been home "for about three weeks," when in the clinic for a "routine" follow-up, an observation for a failed wireless transmission of a lead integrity alert was noted. The clinician stated that "all leads" had normal impedances and there was no oversensing on the non-sustained episodes. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.